Event description:
(B)(4). It was reported that the initial placement of the mesh was not correct so the sling could not be adjusted due to not being able to properly tension. The sling was removed and the "butt" end of the anchor was missing and may have broken off in the pt. There was no injury to the pt.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation and the lot number is unknown. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit. Event described could not be confirmed as a manufacturing related issue. The instructions for use state the following in the adverse events: "complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit or foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration, and failure of the procedure resulting in recurrence of incontinence." (B)(4).